Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right recurrent inquinal hernia. It was reported that after a procedure where this device was implanted, the patient experienced hernia recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh migration, mesh shrinkage and pain. Post-operative patient treatment included revision surgery and repair of hernia with bard perfix light mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.